Event description:
A report was received that the patient¿s lead showed high impedances. The physician suspected device malfunction. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced and the splitter was explanted. The patient was doing well post-operatively. Additional suspect medical device component involved in the event: model #: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm)

Event description:
A report was received that the patient¿s lead showed high impedances. The physician suspected device malfunction. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s lead showed high impedances.the physician suspected device malfunction. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-3400-30 sn (B)(4): device evaluation indicated that the splitter passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibited normal device characteristics. Sc-2316 sn (B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance.